Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-01422. It was reported that the patient did not experience adequate therapy from the drg system. X rays confirmed that leads did not migrate. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 2 of 2, reference MFR report# 1627487-2018-01422. Additional information identified that high impedances were noted on a few contacts of l1 lead. Surgical intervention was undertaken (B)(6) 2018, wherein lead was added at t12 and s2. Post-operatively effective therapy was restored on all leads. Issue was resolved.